Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use leakage occurred with a bd cathena¿ safety IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the user describes that after a few seconds blood runs out of the bd cathena catheter, despite the multi quad function.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that during use leakage occurred with a bd cathena¿ safety IV catheter. The following information was provided by the initial reporter, translated from german to english: the user describes that after a few seconds blood runs out of the bd cathena catheter, despite the multi quad function.